Event description:
Boston scientific crm received information that this newly-implanted device was associated with a report of a patient infection. A boston scientific field representative reported the incision site was drained and the patient is being treated with oral antibiotics. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.